Manufacturer narrative:
The inform ii meter serial number was (B)(6). Qc passed on the meter within 24 hours of the event. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii instrument with rf card. The initial result at 11:30 a.m. Was 411 mg/dl. The patient was retested at 11:33 a.m. And the result was 112 mg/dl. The result of 112 mg/dl was believed to be correct.

Manufacturer narrative:
The customer did not return any product for investigation. No information was provided in the complaint that would point to a cause for the discrepant results. As no product was returned, a specific root cause could not be determined.